Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation (hta) procedure in 2008. According to the complainant, the tubing from the hta procedure set that connects to the top of the heater canister had a small pin hole and was leaking fluid during the procedure. The procedure was completed with another hta procedure set. No pt complications due to this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.